Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound. Device has been explanted and replaced with non-abbvie device

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, d9, h3, h6. Laboratory analysis summary: the device related to the reported events rupture was received on may 28, 2025, with lot number 1858844. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as fold flaw opening and observed a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases and non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound. Device has been explanted and replaced with non-abbvie device.